Event description:
(B)(4). Initial report: this non-serious spontaneous rumor case report from (B)(6) was reported by a physician to a sales rep and forwarded by our local affiliate (B)(4). This case involves several pts (ages and genders nos) who were treated with poly-l-lactic acid (sculptra). Relevant medical history and concomitant medication information were not mentioned. These pts developed nodules after receiving poly-l-lactic acid treatment. The nodules were described as "some tangible" and not visible. Event outcome is unk. Per our affiliate, further information is not available. Reporter's causality assessment: unk.